Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) regarding a (B)(6) patient who was receiving saline via an implantable pump for non-malignant pain and other non-malignant pain. On an unknown date in 2015, the patient experienced pain in the area where the pump was. The pump moved slightly but skin integrity was normal. The patient had also lost weight. Additional information has been requested regarding actions/interventions taken and the outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.